Manufacturer narrative:
The account has determined that due to the cost associated with repairing this device, the account will not have it repaired at this time. The right siderail controls will remain disconnected, allowing use of the left hand siderail controls. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the head section would lower on its own, resulting in unintentional movement.